Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Visual inspection noted damage to outer insulation, likely induced during explant.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to lead insulation damage. The lead was found to have blood in the insulation. The cause of the insulation damage may have been the physician tying down the lead with too much force. No additional adverse patient effects were reported.